Manufacturer narrative:
E1: reporting institution phone:(B)(6). E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the monitor is showing a speaker malfunction blue message. It is unknown if the device could produce and audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.